Event description:
It was reported that a catheter saline leak occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotablator rotalink plus was selected for use. Before the draw test, during the rotational check, the test could not be completed. When rotation was switched on, a sudden, different noise occurred, and then the machine automatically went into dyna mode and shut off. A saline leak was then observed, but the location of the leak was unknown. The procedure was completed with another device of the same brand. No patient complications were reported.